Event description:
Follow-up information indicated that the patient still had concerns with their device or therapy. It was noted that the device was shocking the patient when they would "pump up the #." The patient was working with their doctor to resolve their concerns. The patient had appointments on (B)(6)-2012 and (B)(6)-2012, but no information was reported regarding the outcome of the appointment or next steps in resolving the patient's concerns. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Explanted: unk, lead model 3037, lot# unk, (B)(4), implanted: unk, explanted: unk.

Event description:
It was reported the patient had their device replaced after a fall. It was stated the patient had fallen at some point in 2010, and one of the leads came undone. No further details were provided. The patient's device was successfully replaced. The outcome was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.